Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no lot specific product issue at this time. All available information was investigated and a definitive cause for the reported unintended movement could not be determined in this incident. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report the clip opened when locked. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was advanced and placed on the mitral valve. After removing the lock line, when establishing final arm angle, it was noted the clip opened slightly. Both leaflets were confirmed to be inserted therefore deployment was continued. The procedure was completed with the mr reduced to 3. There was no clinically significant delay in the procedure and no adverse patient effects.